Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient did not know the lead or serial numbers involved in their second lead break issue. They stated that the cause of the second lead break was not determined. The patient was just told the leads were not functioning properly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for spinal pain. It was reported the patient¿s leads broke. It was reported that the device was moved to the left buttocks. There were no symptoms reported. It is unknown when this event occurred, but was stated that it had been a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.